Manufacturer narrative:
B3: event: unknown; no information has been provided to date. Phone number extension (B)(6). One pump was returned for analysis in used condition. Visual inspection showed the pump had a scratched screen and cracked syringe port. No issues were found in the event history log. Functional testing was able to duplicate the reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the system fault was error 112 due to an intermittent motor. The motor was replaced along with the front and rear housing, housing seal, syringe, battery cap, keypad and rear label.

Event description:
It was reported that the device had a system fault. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement.